Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Event description:
It was reported that during a knee arthroscopy, the footprint ultra failed to perform its function and was left in the patient. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported. The patient's health was not affected.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The insertion device was returned with no suture or implants returned. There was biological debris on the returned item. A functional evaluation was performed on the returned device and found that it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that no clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the information provided no clinical factors were found which would have contributed to the reported events and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The footprint ultra anchor is implantable, biocompatibility is not an issue. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.